Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075609.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and reprogramming did not resolve this issue. X-ray imaging that was taken confirmed the right sided lead had migrated. Therefore, the patient underwent a revision procedure during which the migrated lead was repositioned successfully. There were no reported patient complications postoperatively.